Event description:
Information was received from a patient and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they needed to get a hold of their rep because they were scheduled for a replacement of their ins on the 13th. The patient did not confirm why their ins was going to be replaced, but the patient stated that they were having "problems with their ins that made them unable to have an MRI." The patient mentioned that they thought there might be something wrong with their device. The agent emailed the field for visibility. Before the agent could ask for further clarifications and event information, the patient stated that they would just call their healthcare provider to further address the issue. The rep responded later the same day stating that they talked with the patient and that they had questions about MRI status.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.